Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the powerpicc line was "plugged" in both ports, even after the first dose of cathflo. It was stated the staff did not have to remove the PICC because they were able to get it "going again" after some time. The catheter was inserted (B)(6) 2018. No patient injury was reported.